Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a three second pause that was undersensing by the device was observed. Programming changes were suggested to help eliminate the undersensing. The patient had no symptoms related to the episode. The patient will continue to be monitored, if more episodes are reported it will consider bringing the patient into clinic for programming changes. Device remains implanted.